Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that about two months ago, the patient began to feel tenderness and soreness at the site and was concerned about whether the device was still working or if it needed batteries. The patient called their healthcare provider's office and was told that the new healthcare provider doesn't work with the therapy, so the patient went to see the pa (who took care of him 3-4 years ago) at a different location. The caller said that the pa checked the device and said that the battery was fine and had not depleted. The patient said that the pa palpated the area and told the patient if the discomfort was tolerable to just let it be. When asked the patient said that he had had two falls, one about three weeks ago, and one on easter morning ((B)(6) 2020). A week before ((B)(6) 2020) this past saturday, while sitting in his big-ez chair, all of a sudden he felt a strange sensation, like liquid pouring down, on his back where the implant was (right side). The patient checked and it was blood. Last tuesday ((B)(6) 2020), the patient went to the clinic that he typically goes to (with the new healthcare provider that doesn't work with this therapy) and said that the healthcare provider didn't take the bandages off to look at the site, he told him that he would consult with his colleagues; however, the patient said that he hadn't heard anything back yet. The patient was under the impression that the next day he was going to have surgery to remove the device. When asked the patient said that at first it was gushing; however, not anymore. It was still bleeding and the patient said that he had to change the pads twice a day. The patients said he was concerned that it could be an infection. Patient services reviewed that the implant site requires medical assessment and directed and reviewed possible options for seeking medical attention. The patient was to provide and update on the situation. Later that day the patient called back twice with updates, he said that about 45 days ago he was directed (by his healthcare provider) to use a catheter intermittently, as the patient noticed that he wasn't completely emptying his bladder. The patient said that once he started self cathing, it led to a host of other problems such as constant utis. The patient said that he received antibiotics (ampicilio) for the uti; however, about two days since he finished with the antibiotics, he started to experience the same symptoms and believed that he may have another uti. However, he hadn't received another prescription. During the 2nd call back he patient added/clarified that when he saw the pa for tenderness, that the healthcare provider did prescribe antibiotics to be used for 10 days and he hadn't been prescribed any more. The patient said that he called a new clinic and was scheduled to see dr. Xavier this thursday ((B)(6) 2020) morning. The patient was redirected to review this information with his new healthcare provider that he is going to see on thursday. The patient was directed to contact the previous office and make arrangements to have his information transferred to the new office. Patient services suggested that the patient monitor his symptoms and if the symptoms became worse to call the healthcare provider office. The patient said that sometimes it is difficult to determine, as with the parkinson's disease (unrelated to device or therapy), he feels different periodically. Patient services suggested to consult with the new healthcare provider office for an specific symptoms that he should be aware of, to indicate if more urgent medical attention is needed. Additional information was received from a consumer and healthcare provider via a manufacturer representative. When asked for clarification about whether the patient's fall caused bleeding, the need for antibiotics and the possibility of requiring explantation, it was reported that the patient did not fall. The patient complained of pinpoint bleeding at the ipg site. No antibiotics were given until (B)(6) 2020. With regard to clarification of antibiotics prescribed for the patient's uti, an infection at the implant site, or both, the healthcare provider indicated that macrobid was prescribed for a positive urine culture on (B)(6) 2020. The rx'd bactrim ds x 14 days was prescribed (B)(6) 2020. The patient was to return in 2 weeks for inspection of the device. No diagnostics/troubleshooting of the device were performed. The device was currently off. The cause of the bleeding at the implant site was reported as unknown at the time. The event had not yet resolved, but they were planning for explant in 2 weeks if there was no improvement with antibiotics. Urinary retention was not an indication for use of the patient's therapy. The device was reported as implanted in 2012 for oab. Urinary retention was not diagnosed until (B)(6) 2020. Self-catheterization was not an existing condition prior to implant, sic started in (B)(6) 2020. The patient did not experience utis prior to implant. The patient began to have recurrent utis in the last 6 weeks. The last confirmed uti was on (B)(6) 2020. The cause of the utis were reported as ecoli. It was undetermined if the utis were related to the patient's urinary retention or underlying urinary dysfunction. There was reportedly no scheduled date for explant at the time. Some of the additional information is contradictory to the initial report (i.e. Report of falling).